Event description:
It was reported the balloon ruptured at twelve atmospheres during a subclavian vein angioplasty procedure. Upon withdrawal of the balloon catheter through the introducer sheath the balloon material detached and remained in the pt. Attempts to retrieve the detached balloon segment with a snare were unsuccessful. Surgical retrieval of the detached balloon and snare was uneventful. This device is currently being evaluated by this manufacturer. Upon completion of the engineer's evaluation, a supplemental medwatch report will be filed under the appropriate sequence number. Co's attempts to obtain further information with regards to the circumstances surrounding this event were unsuccessful. Should additional information become available a supplemental medwatch report will be forwarded under the appropriate sequence number. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. User technique and/or patient anatomy may have contributed to this event. However, co is unable to determine an exact cause for this event. Co's directions for use state: "due to the thin wall thickness of the xxl balloon, xxl balloon catheter should not be used for procedures involving highly calcified lesions or synthetic vascular grafts... If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully... Caution: if resistance is felt when removing a guidewire through a catheter or if resistance is felt when removing a catheter through an introducer sheath, stop and remove them as a complete unit to prevent damage to the guidewire, catheter or vessel."